Event description:
Per the clinic, the patient developed an infection and was administered antibiotics (date not reported). Subsequently, the device was explanted (date not reported).

Manufacturer narrative:
This report is filed on july 12, 2019.